Manufacturer narrative:
(B)(4). On (B)(6) 2016 patient was implanted with rns system including the rns device and two strip leads. Patient is also implanted with the vns at the time of implant. Not returned.

Event description:
On (B)(6) 2017 patient was seen in clinic for vns post op visit. Md noticed break down of rns incision site. Patient stated it occurred about a month ago but did not report it, keflex started. On (B)(6) 2017 patient taken to surgery for wound debridement and revision. Post-op appeared to be healing without complication. On (B)(6) 2017 the patient came to clinic following a very bad seizure. During that seizure he scratched his incision site and opened the wound. On (B)(6) 2017 the patient taken for surgery for generator removal and wound debridement.